Event description:
It was reported that approximately 15 minutes after the user installed a new helium canister on the pump, the pump shut down. The pt was transferred to another pump with no complications.